Manufacturer narrative:
The investigation of the returned coil system found the implant stretched/damaged and to be separated from the pusher. The microcatheter was investigated under x-ray and found the proximal end of the implant compressed/damaged causing the coil to become stuck. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a stretched tail/tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis; however, investigation is not complete and still ongoing. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that the embolization implant coil was used in a splenic artery aneurysm embolization using the left radial artery approach. During advancing the coil into the aneurysm, the coil became stuck and when attempted to be remove with part of the coil in the sack, the coil unexpectedly detached. A glidewire was used in attempt to push the rest of the coil out, but it would not advance. The catheter and coil were removed together and replaced to successfully completed the procedure. There was no reported harm or injury to the patient, who was reported to be "stable".